Manufacturer narrative:
(B)(4). The device was manufactured between 04/24/2014 and 05/02/2014. The actual device was not available for evaluation, but a companion sample was received. Visual inspection and pressure testing were performed on the companion sample and found no issues. The reported event was not verified during companion sample analysis. A review of all batch record documents was performed for lot number gd896936 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the sponge in the minicap had an inadequate amount of iodine. The home patient stated they did not use the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 4.